Event description:
Customer reported that the insulin pump alarmed button. Device was not exposed to moisture. Blood glucose value is 206 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly. However, moisture damage was found on the keypad traces. No button error alarm noted during testing. The insulin pump has minor scratched display window, cracked display window at bottom left and right corners, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.